Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (unsupported scope) error code was not confirmed. In addition, fluid invaded the plug body. The fluid possibly entered the instrument during the manual leak check or cleaning process; therefore, cause is attributed to user handling. The bending angle angulation was reduced. The insulation malfunction/electrical safety test failed on the insertion section. Insufficient air to clear water from objective lens. The universal cord was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite colonovideoscope displayed an e315 scope error code. The event was found during preparation for use of an unspecified procedure. There was no delay, and the procedure was completed using another device. There was no report of patient harm associated with event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to an abnormality of electrical parts. As a result, error message e315 was displayed temporarily at the user facility. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.